Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the keypad was intact. All of the buttons had an intermittent response and contamination was found under all of the button contacts when the keypad cover was removed. Unrelated to the original complaint, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that there was an issue with the functionality of the keypad. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.